Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The parent of a customer reported via phone call that the insulin pump shuts down periodically without warning and that a failed battery alarm was received. Customer also stated that they have a blank display. The customer's blood glucose reading was unknown at the time. The customer could not recall any significant events leading to the alarm. Troubleshooting found that the display returned to the device but the alarm appears not to have been resolved. Customer was advised that a new pump would be provided and that the device would be returned for analysis.